Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) approximately six months post implant. The right ventricular threshold had increased to 4.5 volts, so the output was programmed to 7.5 v; however, the patient did not require pacing. In addition, the lead measurements would not print out. Guidant received additional information that this implantable lead's helix would not retract when attempting to reposition. The lead was explanted and replaced. The device was also explanted and a new device was implanted. The device and lead have been returned for analysis.